Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial medwatch was submitted with a date of awareness of 4/10/2025. Upon further review, it was determined the details available to bd on 11/25/2024 was sufficient to initiate 30-day medwatch reporting. This supplemental medwatch is being submitted to correct the date of awareness to 11/25/2024.

Event description:
It was reported "my staff have found a 3/4 inch huber needle containing loose plastic. The plastic was still down in the reservoir with the female end." No other information was provided. 04/10/2025- during an investigation it was found the luer cap was damaged and material appeared to be missing and uneven.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of excess molding material found inside the luer is confirmed and was determined to be supplier related. One 19 ga x 1 in. Safestep infusion set with a y-site was returned for evaluation. An initial visual observation of the returned infusion set revealed no obvious use residues throughout the returned device. A microscopic observation revealed white material from the luer cap found inside the proximal luer of the infusion set. Microscopic observation of the white luer cap revealed a damaged luer cap where material appeared to be missing and uneven along the section of the luer cap that sits inside the proximal luer of the infusion set. It was determined that the cause of the failure was related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.